Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced poor vision quality and was not happy. Subsequently, the lens was removed and replaced with a monofocal iol. Additional information was received that the surgeon stated the patient had undergone previous lasik. In the surgeon¿s opinion, the patient¿s irregular cornea contributed to their poor vision with the lens. The lens was replaced with another company lens.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).